Manufacturer narrative:
Selenia dimensions: loose vertical travel assembly (vta) bolts on (B)(6) 2024 it was reported that the vta bolts were found loose and needed replacement. The field engineer (fe) was dispatched to the customer site and replaced the vta bolts to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were not returned for investigation. The vta bolts were on the system for (B)(4) days. The vta bolts were not returned for further investigation. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. System product code: sdm-sys-6000-3d. Serial number: (B)(6). System manufacture date: (B)(6) 2017. System installation date: (B)(6) 2017. Unique device identifier (UDI): (B)(4).

Event description:
It was reported that on july 26 a field engineer examined a selenia dimension and found that the vta bolts were loose and needed to be replaced. No patient injury was reported.